Event description:
It was reported that coating issue occurred. The 70-80% stenosed target lesion was located in the non-tortuous and non-calcified lower limb superficial femoral artery. A total of three 300cm, 8cm v-18 control wire guidewires were selected for lower limb angioplasty. When the first guidewire was opened, it was not taken out of the plastic hoop due to peeled coating and physician could not shape the tip. When the other two guidewires were taken out of the plastic hoop, it was also noted that the coating of the wire peeled off. The procedure was completed with another of the same device. There were no patient complications reported.

Manufacturer narrative:
E1 - initial reporter address 1: (B)(6).

Manufacturer narrative:
E1 - initial reporter address 1: (B)(6). Device evaluated by MFR: the complaint device was received for product analysis. It is possible to see that the guidewire was bent at tip distal. No other issues were identified during the product analysis.

Event description:
It was reported that coating issue occurred. The 70-80% stenosed target lesion was located in the non-tortuous and non-calcified lower limb superficial femoral artery. A total of three 300cm, 8cm v-18 control wire guidewires were selected for lower limb angioplasty. When the first guidewire was opened, it was not taken out of the plastic hoop due to peeled coating and physician could not shape the tip. When the other two guidewires were taken out of the plastic hoop, it was also noted that the coating of the wire peeled off. The procedure was completed with another of the same device. There were no patient complications reported.

Manufacturer narrative:
E1 - initial reporter address 1: (B)(6) hospital, device evaluated by MFR: the complaint device was received for product analysis. It is possible to see that the guidewire was bent at tip distal. No other issues were identified during the product analysis.

Event description:
It was reported that coating issue occurred. The 70-80% stenosed target lesion was located in the non-tortuous and non-calcified lower limb superficial femoral artery. A total of three 300cm, 8cm v-18 control wire guidewires were selected for lower limb angioplasty. When the first guidewire was opened, it was not taken out of the plastic hoop due to peeled coating and physician could not shape the tip. When the other two guidewires were taken out of the plastic hoop, it was also noted that the coating of the wire peeled off. The procedure was completed with another of the same device. There were no patient complications reported. It was further clarified that the first v-18 control guidewire was selected for use and advanced through a support catheter. Upon removal from the catheter, the coating appeared to be incomplete (peeled). A second v-18 control wire guidewire was selected and removed from the plastic hoop; however, the tip was difficult to shape and was not used. A third v-18 control wire guidewire was then removed from the plastic hoop but the tip of the device was also difficult to shape. There were no coating issues with the second and third v-18 control wire guidewires (this complaint).